Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The treatment data confirmed the event occurred during the patient¿s first treatment on the cycler and the unknown alarm was identified as a supply bag lines are blocked alarm within the alarm history. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, valve actuation test, and a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 11-jun-2020. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. The treatment was cancelled due to receiving an unknown alarm four times during dwell 4 and drain line is blocked alarm during drain 4. It is unknown at which point in therapy the leak may have begun. The source of the leak is near the edge of one of the mushroom heads on the cassette facing the cycler cassette compartment door. It was reported that there was fluid within the cycler. The peritoneal dialysis registered nurse (pdrn) was advised to discontinue the use of the cycler. A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. There was no adverse event, symptom, nor medical intervention reported during the initial call. Upon follow up, the patient reported that treatment was not completed and he only performed a manual drain after the event. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. The patient has received a new cycler. The cycler set used by the patient is available. A sample return kit was shipped to the clinic so they can return the reported cycler set to the manufacturer. The pdrn reported that on (B)(6) 2020 the patient was treated with prophylactic antibiotic kelflex 250 mg 3 times daily for 3 days via oral administration. The reported cycler is expected to be returned to the manufacturer for physical evaluation.